Event description:
It was reported the patient¿s legs and feet started swelling ¿about the time she got her stimulator.¿ the patient noted she experienced swelling ¿three times the size of her legs and feet.¿ the patient reported she had ¿morton¿s neuropathy and never had swelling.¿ it was additionally noted the patient took a loop diuretic ¿three times a day¿ and ¿some days they were swollen and some days they were not.¿ the patient reported she did not know what caused it.

Manufacturer narrative:
Concomitant products: product ID 3550-39, lot# n339543, implanted: (B)(6) 2012, product type accessory; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).